Manufacturer narrative:
Concomitant medical products: product ID: 977c290, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(4), ubd: 16-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that there was ineffective stimulation. The rep reported that the patient only felt stimulation on one side and wasn¿t experiencing relief from his system. The rep interrogated the system pre-operative. The rep reported that the stimulation didn¿t cover the pain area. The rep reported that percutaneous leads were implanted and the surgical paddle was abandoned. The issue was resolved. No further complications were reported.